Event description:
It was reported there was a volume discrepancy where the actual residual volume (2) was less than the expected residual volume (8). It was noted this was the first refill since the event previously reported via manufacturer report # 3004209178-2014-15654. The patient had not had any volume discrepancies at the refills before. There were no reported overdose symptoms. Nothing significant was remembered regarding the last refill on (B)(6) 2014, which was noted to be a normal refill. The patient seemed well following the past refill so no pocket fill was suspected. During the previous refill, the health care provider (hcp) felt the needle penetrate the septum and touch metal. There was 4 milliliters (ml) in the pump, which was sufficiently close to the expected volume. The refill was performed without difficulty. The patient denied adverse effects with therapy. Every month the hcp had been increasing the dose ¿a little¿ but she did not feel the pump was working. Yesterday the dose was increased again and a personal therapy manager (ptm) was activated. The patient was allowed 6 boluses per day. The dose had not been increased back to the previous dose prior to the event reported via manufacturer report # 3004209178-2014-15654. An issue with the internal pump tubing was questioned. It was later reported the cause of the discrepancy was not known. The patient was having the pump replaced (B)(6) 2014. The system was being used to deliver hydromorphone, clonidine, and bupivacaine. No patient outcome was reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10961r39, implanted: (B)(6) 2002, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not show up for the (B)(6) 2014 replacement surgery so it was cancelled. Following the previously reported event (via manufacturer report #3004209178-2014-15654) the pump was restarted on (B)(6) 2014. On (B)(6) 2014 the daily dose of drug was increased. On (B)(6) 2014, at the time of the previously reported volume discrepant refill, the patient had a pain score of 9/10. The patient was being monitored for intermittent over-infusion. The patient had no overinfusion over the past four months. The pump was due for a replacement in one year.